Event description:
It was reported a journal article was retrieved from the journal of arthroplasty (2022) that reported a study from the united states that looked at the 10 year follow up results in total hip arthroplasties (tha) performed at maine medical center by dr. Brian mcgrory. The purpose of the study was to determine the incidence of serum co levels of >1 ppb in a cohort of these contemporary, non-recalled implants that have been shown to have a high prevalence of revision for symptomatic mechanically assisted crevice corrosion (macc). The study reviewed 162 patients that underwent primary total hip arthroplasty with zimmer implants. After exclusion criteria and lost to follow up, 109 patients were included in the final results. Implants included a cobalt chrome head, a poly liner, a non-cemented acetabulum (trilogy in 78 hips and trilogy tm in 84 hips), and a femoral stem (m/l taper in 148 hips, fiber-metal taper in 9 hips, an m/l taper with kinectiv technology in 3 hips, and an epoch stem in 2 hips). The study population had a mean age of 60.1 years at time of surgery (range 47-91 years). The study reported one patient was revised due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk stem, unk shell, unk poly. Report source: https://doi.org/10.1016/j.arth.2021.11.026. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01405, 0001825034 - 2022 - 01406, 0001825034 - 2022 - 01407.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.